Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) migrated in the pocket and the sutures were broken and no longer holding the device in place. Additionally, this electrode dislodged and coiled under the breast area. This device and electrode were then part of a system explant due to infection and device erosion. The system was explanted and the patient was place on antibiotic treatment. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.